Manufacturer narrative:
One cadd® 0.2 fltr coiled tube administration set was received for investigation. The sample was received inside a plastic bag and without its original packaging. Visual inspection of the returned sample was conducted at a distance of 12" to 24" and under normal conditions of illumination. During examination, a split was detected on the bonded area between the pressure plate and the pump tube. Investigation determined that the root cause of the observed issue was an issue during manufacturing. The most probable root cause of the manufacturing issue was determined to be, excess solvent applied during the bonding of the pump tube with the pressure plate and the delamination or bonding issue was not observed during product inspection.

Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. Lot number: the reporter provided an invalid lot number 00610586020189. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set had a leak from the line where it exited the cassette of the pump line. The incident occurred on a patient that had a peripherally inserted central catheter (PICC) line for vancomycin administration. The patient did not receive all of the intended medication. It was noted that the site could be an infection contact point. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00406.